Event description:
It was reported that an ilet pump with serial number (B)(6) exhibited an unresponsive touchscreen, including difficulty unlocking, a nonfunctional back arrow, and a bell icon that did not respond, leaving the device stuck on a cgm screen; attempts to calibrate the screen and perform a software update were unsuccessful, and the user transitioned to backup therapy as insulin supply on the pump was ending. Symptoms included no alerts or alarms audible or actionable from the device interface. Outcomes included the need for device replacement and temporary cessation of pump use with reliance on backup therapy. Investigation included remote troubleshooting and guidance to power down the device to prevent additional alerts, confirmation that data would not transfer to a replacement, and instructions for data sync to the mobile app prior to return. Investigation of this case revealed a screen responsiveness failure consistent with a hardware interface malfunction of the display or touch sensor, resulting in impaired device controls and alert acknowledgment. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction related to the touchscreen interface.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.